Event description:
My CPAP machine has been recalled. At this point, there are no other alternatives for a repair or replacement from philips dreamstation CPAP device. I need my machine in order to prevent serious health conditions which includes my heart health. According to the recall, the machine can emit foam particles and gases from the breakdown of the foam. This gases can cause lung damage in addition to the heart condition from the use the machine. At this point I feel that I am in a no win situation. There are risks to using my machine-there are risks if I stop using it. This is one hot mess. Peoples lives have been placed in jeopardy from the use of this machine. FDA safety report ID# (B)(4).